Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application launched correctly. A technical support specialist dialed into the station and found that the med application was already loaded and informed customer that the c drive capacity was in good condition and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was displaying a microsoft screen, and the nursing staff was unable to access the medication needed, it appeared as though the device was not signed into the pyxis application. The device was turned off and back on, which resolved the issue and the device was accessible. But they would like for the c-drive capacity to be checked on that device to ensure there is adequate space. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.